Event description:
Patient had been positioned onto our procedure table and the automatic bp cuff had been placed on her left forearm and began to take a reading. Then patient was repositioned and stated that the blood pressure cuff was too tight. She was assured it was almost done and to relax the arm. After reading obtained, cuff was moved to right forearm for patient comfort and reassurance and subsequent cycles occurred without patient voicing any discomfort. Upon arrival to the recovery area, it was noted that patient's left forearm had an area of swelling and bruising. As recovery continued, a smaller area of bruising was also noted on the right forearm as well. Of note, patient has been on long term steroids and skin was pale, thin, and friable. No open areas were noted. Patient was given reassurance and advised to contact the clinic if developed any ongoing symptoms of bleeding, infection, etc. Tested nibp transducer accuracy, overpressure limit and nibp determination utilizing a simulator. No problems found. Note that the monitor cuff target pressure must be higher than the patient's systolic pressure to obtain an accurate systolic and diastolic reading (ref: page 5-8 of clinical reference manual). If a systolic blood pressure cannot be found, the monitor will search for a systolic reading by re-inflating the cuff at a higher pressure. The initial pressure starts at 160mmhg - patient movement, poor position, wrong cuff size are some of the causes for re-inflation. Monitor has some physical damage that should be corrected before it is returned to service.